Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that drawer pocket failed. A field service engineer receded cables and replaced row board cable to resolve. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation system had a drawer pocket failed. Customer mentioned that they were able to get the medication from pharmacy and no delay in patient care. There were no adverse events or injuries reported based on this event.